Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported by the patient that he receive an insulin flow block alarm. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.